Event description:
Consumer called stating that he allegedly falls out of his l-3 scooter whenever he goes over bumps and curbs.

Manufacturer narrative:
(B)(4) - no RMA has been issued for this incident. Product is not being returned to invacare for an inspection. The consumer called stating that whenever he traverses over bumps or a curb he allegedly falls off of his l-3 scooter. No malfunction of the device has been reported. It is unknown if the consumer wears a seat positioning strap. The owner's manual states the following warnings, on page 7, "do not operate on roads, streets or highways." Page 9 warns, "always wear your seat positioning strap. Inasmuch as the seat positioning strap is an option on this scooter (you may order with or without the seat positioning strap), invacare strongly recommends ordering the seat positioning strap as an additional safeguard for the scooter user. The seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately." Page 11 warns, "do not attempt to drive over curbs or obstacles. Doing so may cause your powered scooter to turn over and cause bodily harm and/or damage to the scooter." The consumer allegedly sustained bruises on his knees.